Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) spoke to customer over the phone and customer verified they were getting cup release error. Customer stated that she noticed that the cup was going in sideways on the incubator assembly. Fse instructed the customer to inspect the spot and customer noticed there were beads from previous spills. Fse guided customer over the phone on how to properly clean the incubator assembly and cup transfer assembly. Customer was instructed to perform several cup transfer tests, which completed without errors. Customer ran quality control, and all passed within acceptable range. Aia-600ii instrument is functioning without any errors. No further action required from field service. A 13-month complaint history review and service history review for similar complaints were performed for serial (B)(4) from 26-jan-2017 through aware date (B)(6) 2018. There were two (2) similar complaints identified during the searched period, which includes this event. The aia-600ii operator's manual under maintenance provides detailed information on how to remove and clean obstruction or spill from the incubator. The most probable cause of the issue is due to spill on incubator assembly.

Event description:
On (B)(6) 2018, a customer reported they were getting cup release error and there was a cup stuck in the incubator of the aia-600ii instrument. Customer wanted to know how to remove the stuck cup. Technical support specialist (tss) advised customer on what screws to remove to get to the stuck cup and the customer was able to remove the cup from the incubator. Customer called back same day to report the same error reoccurred after removing cup from incubator and cleaning cup transfer assembly. Customer is concerned that something may have spilled in the incubator and would like service. A field service engineer (fse) will be dispatched to address the reported event, which resulted in delay in reporting of intact parathyroid hormone (ipth) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.